Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that he was advised to turn the unit up slowly, which did it to resolve the no stimulation sensation issue. The patient soon had to turn it down. The no stimulation sensation issue had been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ujxm, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
A patient indicated for gastrointestinal/pelvic floor reported they didn't feel stimulation, which started the morning of (B)(6) 2015. The patient was getting the main screen on the programmer, but during the call, they were getting a question mark. It was stated they were going to keep trying and call back if needed. No information regarding steps taken to resolve the issue or outcome was provided. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.